Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the legacy cubie drawer 4, sub drawer 2 failed due to the cubie pocket being ejected from the station. A field service engineer (fse) assisted the customer in replacing the cubie pocket to resolve the issue. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a drawer failure. The customer reported that main drawer 5.2 was failed, with all options greyed out and the drawer unable to be recovered. Troubleshooting steps included attempting to recover storage, which was completed but the drawer remained in a failed state, and rebooting the device; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.